Event description:
The customer reported that the system experienced intermittent power loss/flicker and un-commanded shut downs. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface pcb) coin battery was evaluated and replaced. The video pcb assemblies were reseated during the service event. The 5vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and put back into service.